Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), im planted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding her device or therapy but she was working with her doctor or manufacturing representative. An appointment date was set for (B)(6) 2014. It was later reported that there was a painful sensation. They were going to determine if the patient went away with stimulation off. The patient was still getting painful stimulation that followed down her leg. The patient felt pain instead of stimulation. It was noted that the patient had great relief during the trial. The manufacturing representative was going to meet with the patient today for programming sessions. The patient had previously reported this pain and a programming session corrected it. The patient was currently using stimulation so low that she did not know if it was doing anything for the patient. After the programming session, there was a 50% or greater symptoms reduction. The cause of the event was not device related; greater patient instruction and programming was necessary. The patient was reprogrammed by two manufacturing representatives while helping the patient understand the difference between stimulation and pain. Multiple programming and educational sessions were provided, in addition to copious phone calls and follow-ups. The patient and husband were elderly, but were learning more about how stimulation should feel and work. After the appointment, the patient was even happier with stimulation and was feeling better. They had scheduled an addition session prior to their winter trip to florida for a few months.

Event description:
It was reported that there was a shocking or jolting sensation. The patient was implanted for pain in her lower left side of her back and she had a crooked spine that created a lot of pain on her left side and a little bit on her right side. They turned it on 6 days prior and the minute they turned it on, she felt a slight shock down the back of her left leg. Every time she turned it on to take care of the pain in her left side, she would get pain down the back of her left leg, where she never had pain before this. The patient was advised to consult with her healthcare provider (hcp). She had an appointment with her hcp on(B)(6) 2014. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.